Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided them through a full pump reset. Following the reset, the customer successfully began their sensor session, and the error did not reappear.